Event description:
Event description guidant received information that the pt implanted with this implantable cardioverter defibrillator (ICD) presented for follow-up after shock delivery. The device could not be interrogated, despite thorough troubleshooting. Magnet application did not yield device tones. The ICD was explanted, replaced and returned for laboratory analysis.